Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported that, "reduction spoon fractured, and separated from reduction handle in tibia."